Manufacturer narrative:
The probe sample was received for evaluation. A visual assessment of the returned sample, showed excessive adhesive in the nitinol cannula junction. Further evaluation found, that the sample did not meet specifications. Based on qa assessment, the product met specifications at the time of release. As of november 19, 2020, a review of complaints for the last 12 months did not indicate, any additional related reports for this laser probe. It should be noted, that the laser probes are visually inspected, during manufacturing, per the manufacturing assembly procedure to verify, that the tips are conforming. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic laser probe exhibited a transparent solid foreign material adhered to the side of the shaft which hindered the probe from entering the trocar during a vitrectomy surgery. An alternate probe was obtained in order to complete the procedure. There was no harm to the patient.